Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited backup vvi operation after exposure to electrocautery. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).